Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One pediatric PICC plus statlock device was returned for evaluation. An initial visual observation showed the plastic retainer was detached completely from the foam pad. Pieces of the foam pad were observed to be attached to the underside of the retainer. An impression of the retainer was observed in the foam pad with some damaged sections that align with the pieces of foam attached to the underside of the retainer. A microscopic observation of the underside of the retainer revealed little evidence of adhesion of the bottom edge of the retainer to the foam pad. The root cause is related to manufacturing due to an insufficient amount of adhesive or bond not fully cured resulting in the retainer detaching. A lot history review (lhr) of juawf135 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (juawf135) have been reported from the same facility in singapore.

Event description:
It was reported that the initial PICC line was inserted into the patient on september 20th, 2018 as patient needs long-term antibiotics. The paediatric statlock was changed on the evening of september 26th, 2018, and the nurse discovered on the morning of september 27th, 2018, that the PICC line slipped out 8 cm from the patient. Allegedly it had slipped out because the hub casing was dislodged from the teddy bear padding on the statlock. A new PICC line was inserted for safety reasons.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juawf135 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (juawf135) have been reported from the same facility in (B)(4).

Event description:
It was reported that the initial PICC line was inserted into the patient on (B)(6) 2018 as patient needs long-term antibiotics. The paediatric statlock was changed on the evening of (B)(6) 2018, and the nurse discovered on the morning of (B)(6) 2018, that the PICC line slipped out 8 cm from the patient. Allegedly it had slipped out because the hub casing was dislodged from the teddy bear padding on the statlock. A new PICC line was inserted for safety reasons.